Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level 507 mg/dl at the time of incident and the current blood glucose level was 325 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin drip for high blood glucose. The device will not be returned for analysis.